Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (0012248118); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, upon initial deployment to 80%, the valve dislodged. The valve was recaptured into the delivery catheter system (dcs) and deployed a second time at a depth of 3 mm. Following second deployment, an infold was observed in the valve frame. The valve was recaptured again and withdrawn from the patient. A new valve was loaded into a new dcs and implanted into the patient. The event resulted in a 5-minute procedural delay. No adverse patient effects were reported.